Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and loss on consciousness. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2025 at (B)(6) hospital, due to hypoglycemia. It was noted that the patient lost consciousness due to their blood glucose level dropping to 53 mg/dl while wearing the pod between 37 and 48 hours on the abdomen. Upon losing consciousness, the patient received a blow to the head and bled profusely. At the hospital, the patient received a computed tomography (CT) scan of the head, chest x-ray, and received glucose via intravenous. The patient was discharged on (B)(6) 2025.